Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Investigation of this event is in progress.

Event description:
The healthcare facility reported that following an intraocular lens (iol) implantation in the right eye that was complicated due to uncontrolled eye movement endophthalmitis was suspected. The issue was noticed within one week of the original procedure, slit lamp image had no view of vitreous or retina, significant post op uveitis, conjunctival redness, corneal edema and anterior chamber (ac) +4 cells / flare/ fibrin/ no hypopyon. Treated with pred forte and vitrectomy was performed as endophthalmitis was suspected, none detected in culture or sensitivity results. The patient is still under review. Additional information was requested.

Manufacturer narrative:
Updated b5, g3, g6, h2, h6 and h11. Based on the available information the root cause of the event could not be conclusively determined; however, it is noteworthy to mention that a non-validated injector was used to complete the procedure. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
Additional information was received. One surgeon at the hcf reported that they sometimes notice particles coming from the injector cannula at the beginning of the injection which they wash with bss.